Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after replacing a teflon infusion set, with self-reported concern for insertion into scar tissue and unusually high insulin utilization; no device alerts or alarms were reported and subcutaneous insulin via pen was used as backup. Symptoms included elevated blood glucose. Outcomes included temporary impairment requiring self-management without medical intervention or hospitalization. Investigation included complaint review, troubleshooting, and user education. Investigation of this case revealed that the cause of the hyperglycemia could not be determined. It was concluded that a device malfunction was not confirmed and the event was not attributed to the device with certainty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.